Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump's act button was hard to press and unresponsive. Customer stated that the insulin pump had crack in the pump on the battery compartment and tend to get fail battery alarm. Customer reported that insulin pump had unexpected power lost and motor errors. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.